Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve procedure. While stapling the stomach, the stapler was unable to fire, no staples were found in the product. They used another device to complete the case. The patient was alive with no injury.